Event description:
Analysis of a generator that was explanted due to end of service was completed on (B)(4) /2013. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the out-of-specification supply current tests was identified to be a leaky capacitor (c6). A battery life estimation resulted in 0.00 years remaining before the eri flag would be set. Results of the longevity prediction confirm that the end of service (eos) condition was an expected event. As a result, the extent to which the capacitor (c6) may have contributed to the end of service (eos) condition cannot be determined.